Event description:
Information received indicates the brake casters at the foot end of the stretcher are not holding.

Manufacturer narrative:
The technician found the screw was broken inside the hex rod. The technician replaced the hex rod to repair the stretcher.